Event description:
It was reported that an inflatable penile prosthesis (ipp) device developed a leak. The device was explanted and replaced. The patient reportedly had difficult recoveries from both the implant and explant surgeries, resulting in pain and suffering. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of pain is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B3: event date: estimated.